Event description:
It was reported that the right ventricular lead was replaced due to elevated thresholds. It was also reported that during the implant procedure for the new right ventricular lead, the lead would not advance through the sheath as the sheath was kinked. The lead was visually inspected and the physician noticed that the distal coil was separated. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4): no anomalies found; full lead returned and analyzed.